Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, septicemia and subsequently passed away. The cause of the peritonitis was not reported. The peritonitis was manifested by cloudy pd effluent, prostration, hypotension and fever. Seventeen days prior to death, the patient went to emergency room and was hospitalized with a diagnosis of sepsis induced from peritonitis and reportedly with a bad prognosis. On an unreported date, the patient began treatment for the peritonitis and sepsis with meropenem, intravenously, and gentamicin, intraperitoneally (doses, frequencies and routes not reported). Both treatments continued for 12 days and were maintained up until the time of death. Seventeen days after hospitalization the patient passed away. At the time of death the patient was still prostrated, without fever and had clear pd effluent. It was not reported if an autopsy was performed. It was not reported if the patient recovered from the peritonitis and sepsis events prior to death. It was unknown if pd therapy was ongoing until the time of death. No additional information is available.